Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the employee unable to login. A technical support specialist restarted and able to login, further instructed the customer for password credential changes. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that pyxis medbank es system unable to login.the user confirmed that there was a delay happened during dispensing a medication.there were no adverse events or injuries reported based on this event.